Event description:
A pt was in full cardiac arrest on an aircraft. An ambulance was called and was waiting on the tarmac for the aircraft's arrival. Once the aircraft landed the pt was placed inside the ambulance and then connected to ECG. Therapy was attempted and it was reported that the device did not recognize the paddles. A back-up device was available on scene and used to administered therapy. The reporter indicated pt outcome was not affected by the use due to the use of the back-up device. The pt outcome was not reported.